Manufacturer narrative:
One 25 gauge vitrectomy cutter was received without the tip protector. Visual examination found the needle was not bent. The port window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The aspiration line connector that is approximately 10 inches from the back of the cutter was loose. A functional test was performed using a stellaris pc system. During testing, the cutter was found to have intermittent cutting action due to the air leak at the loose connection. The connectors on the aspiration line were tightened and the cutter was retested. The cutter had good clean cuts at various cut rates and aspirated as required. We are unable to determine how and when the aspiration line connection became loose. The sterilization and lot history records of this device were reviewed and found to be acceptable.

Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter stopped cutting during the procedure. A replacement cutter was used to complete the procedure. There was no serious injury or report of permanent impairment related to the event.